Manufacturer narrative:
Device was received with blank display due to moisture damage on electronic assembly. Moisture damage was found on motor assembly.

Event description:
Customer reported via phone call there was fluid under the lcd screen. Customer's blood glucose was 105 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.